Event description:
As per review of medical records: x-ray dated august 17, 2008 is an ap of the pelvis with the left hip labeled right, which is dislocated with a loose acetabulum migrated vertically. X-ray dated (B)(6) is an ap of the left hip, post-op, demonstrating a reduced total hip arthroplasty with a larger head, multiple screws, and nominal position." This pi is for dislocation.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed by clinicians review. Method & results: -product evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned for analysis as it remains implanted. -clinician review: a review of the provided x-rays by a clinical consultant revealed: "x-ray dated august 17, 2008 is an ap of the pelvis with the left hip labeled "right", which is dislocated with a loose acetabulum migrated vertically. X-ray dated august 18, 2008 is an ap of the left hip, post-op, demonstrating a reduced total hip arthroplasty with a larger head, multiple screws, and nominal position. Again, it is a poor quality x-ray with no interface details apparent. A september 9, 2010 ap of the pelvis, times two, is unchanged. No clinical or past medical history, no examination of the explanted components, no accurate patient demographics other than stating he weighs around four hundred pounds and is morbidly obese, and no post-operative x-rays after the primary left total hip arthroplasty in december of 2003 to determine the quality of fit and fill for the primary acetabular component which was inserted without screws are available for review." -product history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the event was confirmed as per clinicians review. A review of the provided x-rays by a clinical consultant revealed that, "x-ray dated august 17, 2008 is an ap of the pelvis with the left hip labeled "right", which is dislocated with a loose acetabulum migrated vertically.[...] No clinical or past medical history, no examination of the explanted components, no accurate patient demographics other than stating he weighs around four hundred pounds and is morbidly obese, and no post-operative x-rays after the primary left total hip arthroplasty in december of 2003 to determine the quality of fit and fill for the primary acetabular component which was inserted without screws are available for review. There is no evidence that the revision surgery six years, eight months post-implantation was the result of factors of faulty prosthetic design, manufacturing, or materials." No further investigation for this event is possible. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted on into final stock with no reported discrepancies. There have been no other events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not available.

Event description:
As per review of medical records: x-ray dated (B)(6) 2008 is an ap of the pelvis with the left hip labeled right, which is dislocated with a loose acetabulum migrated vertically. X-ray dated (B)(6) 2008 is an ap of the left hip, post-op, demonstrating a reduced total hip arthroplasty with a larger head, multiple screws, and nominal position." This pi is for dislocation.